Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred. Prior to ablation, the patient became hypotensive after coughing and moving on the table. The pericardial space was checked and there was an effusion. The physician alleges that the right ventricle non- (B)(6) catheter (boston scientific viking 4 electrode) was the cause of the effusion. There was no ablation performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).